Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant high impedance on the di-2 for lv lead was observed. The physician attempted to reconnect the lead multiple times and the values on the psa measured in-range. A new device was given to the physician and the lv impedance measured in-range when connected to the lead.